Manufacturer narrative:
A sample device was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Since a sample was not returned, the root cause could not be determined. The root cause will be reassessed if/when a sample is returned. There were no similar complaints for the lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a glaucoma filtration device did not eject. Additional information has been requested.